Event description:
It was reported that when the asymptomatic patient presented remotely through a merlin.net transmission, non-sustained right ventricular oversensing was observed. The patient did not receive therapy during the oversensing. Subsequently, the patient¿s health care provider made programming changes which resolved the issue. The patient was stable during and after the programming changes.